Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per the FDA request.

Event description:
According to the reporter, during a vats wedge resection, the stapler anvil failed to retract after firing on lung tissue. There was problem unloading the device and the jaws were locked on tissue. A second stapler was used to remove the stuck unit. No reinforcement material was used. No patient adverse events were reported. Current patient status is alive with no injury.